Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Patient reported "encapsulated" and "concerns over development of lymphatic cancer". This record is for the right side. The device remains implanted and it is unknown if the device will be returned.